Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) due to the patient experiencing recurring incontinence. The surgeon downsized the cuff. The patient is expected to fully recover after the procedure.